Manufacturer narrative:
(B)46). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection as well as functional tests were performed. A leak test underwater revealed a leak from a pinhole in the bag. Therefore, the reported condition was confirmed. A batch review was performed on the reported lot with no deviations found. An assignable root cause could not be determined. As a corrective action this complaint shall be communicated to the manufacturing area and quality assurance responsible at the plant for the production of the code mentioned in this complaint to ensure awareness of this complaint and strict adherence to relevant requirements.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter united kingdom that a 4l oxygen bag had a pinhole in it. The alleged defect occurred before use. There was no patient involvement. Therefore, there were no reports of patient injury, medical intervention, or adverse events associated with this report. No additional information is available.